Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant because it was unable to straighten up after stylet was inserted. The ra lead was not positioned as it remained in a loop shape. Attempts were made with different stylets but it was noted that the stylets cannot reach the tip of the lead. An attempt was made to remove the lead however, the lead remained in a loop shape and the tip of the lead fell into the vein. The detached tip was surgically removed thereafter. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. Visual inspection confirmed that the tip of the lead was missing. The conductor coils were stretched 437-680 millimeters from the terminal pin. Laboratory analysis reported the stylets extended to the end of the insulation. In conclusion, the reported clinical observations were confirmed through laboratory analysis.